Event description:
It was reported that the bed had a broken weld on the foot section. No adverse consequence reported.

Manufacturer narrative:
Tube bent not allowing foot section to lock properly into place. Originally reported by customers as a broken weld. After speaking with user facility, it was determined that the tube on the foot section was bent and broken. Issue was resolved by user facility by replacing the foot section assembly.